Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 61 mg/dl. Customer is currently hospitalized. The paramedics were called to treat a low blood glucose of 20 mg/dl. Customer was transported to hospital. Customer overinfused due to insulin pump malfunctioning or protruded drive support disk. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had intermittent button response. No numbers ramping up noted. Drive support disk was inspected and anomaly was noted.